Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/27/2019. The reported problem was resolved over technical support call. Technical support advised to replace flow sensor. No parts were replaced. No device evaluation was conducted as the customer expressed they have another ventilator for use and was not looking to repair unit anytime soon.

Event description:
The customer reports low flow. There was no patient involvement.